Event description:
When the carter-thomason suture device was being placed in the abdomen one of the prongs bent. When surgeon tried to straighten the prong it snapped off into the abdomen. Using laparoscopy, the device piece was easily located and removed.